Manufacturer narrative:
Patient code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the removal reason was listed as "infection."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider indicated that the device was removed due to lack of efficacy, not infection.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0haza, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturers' representative reported that the device was explanted because implant failed. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.